Manufacturer narrative:
Expiration date: added, manufacturing date: added. He device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, adverse events associated with the use of stent or with the endovascular procedures include, but are not limited to: stroke, thrombosis, death and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to the reported patient complications.

Event description:
The patient underwent successful stent assisted angioplasty of the left middle cerebral artery(lmca) stenosis. Immediately post stenting the patient was noted to have right facial droop and expressive aphasia along with weaker hand grip on the right hand. The patient was assessed having national institute of health stroke scale (nihss) of 4. CT perfusion showed left middle cerebral artery territory infarct/small ischemia with suspicion for thrombosis of lmca stent. Next day of the post stenting patient underwent angioplasty and mechanical thrombectomy for acute stent thrombosis. In addition, the patient also developed hypotension, bradycardia and cardiac arrest, and some right femoral arterial sheath issue causing the leading and retroperitoneal hemorrhage which was then fixed by vascular surgery. However, the patient remained intubated and on the 10th day of the stenting patient died. No further information is available.

Manufacturer narrative:
Device remains implanted.

Event description:
The patient underwent successful stent assisted angioplasty of the left middle cerebral artery(lmca) stenosis. Immediately post stenting the patient was noted to have right facial droop and expressive aphasia along with weaker hand grip on the right hand. The patient was assessed having national institute of health stroke scale (nihss) of 4. CT perfusion showed left middle cerebral artery territory infarct/small ischemia with suspicion for thrombosis of lmca stent. Next day of the post stenting patient underwent angioplasty and mechanical thrombectomy for acute stent thrombosis. In addition, the patient also developed hypotension, bradycardia and cardiac arrest, and some right femoral arterial sheath issue causing the leading and retroperitoneal hemorrhage which was then fixed by vascular surgery. However, the patient remained intubated and on the 10th day of the stenting patient died. No further information is available.